Manufacturer narrative:
(B)(4). This is one of two device reports that are associated with this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that, after receiving hemodialysis treatment, the patient experienced a brain injury and hemorrhagic stroke and expired the same day, which is alleged to have been caused by the product administered to the patient for dialysis treatment.